Manufacturer narrative:
Insulin pump was received with button error alarm. No button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm and a frozen screen. The time on the screen was not advancing. Troubleshooting was performed, but the screen remained frozen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.